Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) ¿ the dentist reported that 1 year and 5 months after the dental implant was installed in patient¿s mouth, its loss of osseointegration was observed. Moreover, 50ncm of primary stability was achieved, the patient presented insufficient bone quality/quantity (bone type iii), bone graft was performed and immediate load was done.